Event description:
My wife, a diabetic for 48 years, has been receiving supplies i.e. Test strips and lancets-from health care center. Health care center has been her sole supplier for a number of years. Supplies are being shipped in a usps first-class mail bag -plastic. This method of shipping offers no real protection to the contents. I have contacted binson's on several occasions, to no avail, to express my concern over this matter and even emailed pictures of the damage that is occurring to the contents. My main concern is that the safety i.e. Sterility- of the products is being compromised as a result of this method of shipment. Your help and cooperation in investigating and resolving this matter will be greatly appreciated. Frequency: 4-6 x daily. Dates of use: 2008. Diagnosis or reason for use: blood sugar analysis.